Event description:
It was reported by the customer that when the package was opened 1 out of 6 products in the box was not packaged properly and therefore unsterile and not usable.

Manufacturer narrative:
Add'l info will be provided when investigatin is completed.